Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began approx 3 weeks prior to contacting lfs. The cca noted that the pt manages her diabetes with oral medications; however, it is not known what action, if any, the pt took regarding her diabetes management as a result of the alleged issue. On an unspecified date/time, after the alleged power issue started, the pt claimed she felt dizzy, lightheaded and shaky. The pt reported treating self with food and/or drink. At the time of troubleshooting, the cca noted that the pt had begun to use the subject meter approx 3 months prior to contacting us. There was no evidence of misuse. The alleged power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.